Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company rep reported: patient fell end of last year 2016. Patient presented to doctor's office in (B)(6) 2017 but was schedule for revision surgery at a later time due to a medical condition. Patient revision total knee with triathlon ts on (B)(6) 2017 due to unstable knee.